Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (650 mcg/day) via an implantable pump. It was reported that spasticity was coming back. Pump pocket was opened, no kink in catheter. Catheter was disconnected from pump, flow was good through catheter. Spinal segment was opened, no kinking in catheter. Catheter was cut and great flow. Catheter was pulled down from t1 to the t10 level. Catheter was reattached and connected to pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.